Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cse calibrated the probes and verified fluidic functions. Quality controls and precisions were run, resulting within range. Multi-diluent 11 results were acceptable. The cse did not find an instrument malfunction. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s).the samples were repeated on the same instrument and an alternate advia centaur cp instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.